Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The helium leak was not detected, but there was a leaking noise due to the broken muffler. The leaking noise was repaired by installing the new muffler in the pressure and vacuum regulators. Unrelated to the issue, the ECG input connector was observed to be damaged. And will be reported on a separate medwatch report. The fse completed the full calibration, functional testing and safety check to the factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.